Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6. Corrected fields: h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the fault logs and found error 37 and the other alarms are augmentation below limit. Fse got unit hooked up to a simulator and ran for 3 hours and did a complete validation of unit checks otut fine. No other issues found. Returned to biomed and cleared for clinical use.

Manufacturer narrative:
Corrected fields: b3. Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cs300 intra-aortic balloon pump (iabp) was displaying different wave form on slave than unit. There was no patient harm or injury reported.